Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that proximal stent row 11 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the shaft polymer extrusion found a midshaft kink just proximal to the wire exchange port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 16jul2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The non-totally occluded, concentric, de novo target lesion contained a lesion bend of >45 and <90 degrees, and was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 2.50mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a shorter stent of the same brand. No patient complications were reported and the patient's status was stable. Returned device analysis revealed stent damage.